Event description:
While performing a laparoscopic tubal ligation, the instrument, a stryker endoscopy 5mm bipolar fenestrated forcep, was inserted into the patient's abdominal cavity via an operative scope using a single incision site. Once the instrument was opened in the patient's abdominal cavity, plastic portions of the instrument cover dislodged and entered the patient's abdominal cavity. The surgeon then made a second incision and a second trocar was inserted and instrumentation was used to remove the plastic portions of the instrument cover. The instruments lot # is: 0915946, (B) (4)